Event description:
It was reported that the patient experienced pain and breathing problems when bending. The patient alleged that the pacemaker device has been ¿weird.¿ follow-up attempts to gain additional information from the clinic did not yield any additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2009; 407645 implantable pacing lead (B)(6) 2009. (B)(4).